Event description:
It was reported by the bd sales rep on behalf of the IV therapy staff that the sr 8 ultrasound image is of poor quality. It is not clear if there is system problem creating poor quality image resolution or if the issue is based on user preference.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor quality image was unconfirmed. The scanner was evaluated with the model 550 phantom and the image was found to be normal for a sr 8 scanner. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The review of the DHR, sub-assembly DHR, sub-assembly manufacturing, component records, manufacturing process changes, mrr/mrb, and internal rejects showed that the reported issue is not likely related to a manufacturing issue. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer a history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported by the bd sales rep on behalf of the IV therapy staff that the sr 8 ultrasound image is of poor quality. It is not clear if there is system problem creating poor quality image resolution or if the issue is based on user preference.